Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blisters with burning that popped under the electrodes. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the blisters. Reporting out of an abundance of caution. Follow up indicated that the blisters improved.